Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During preventative maintenance, the baxter technician reported a flo-gard infusion pump with "main battery damage." This condition had the potential to interrupt delivery. There are no reports of any patient involvement, patient injury or medical intervention reported related to the device. No additional information is available.